Event description:
It was reported that a post op infection was suspected after the patient underwent an unspecified spinal procedure for lumbar canal stenosis. It was reported that some time post op, a revision surgery was performed to clean the wound and replace the setscrews. During the procedure, a break-off portion of setscrew was stuck in the driver tip during the final tightening. It was reported ¿the surgeon hammered the stuck setscrew head to push into the driver shaft.¿ no additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.